Event description:
Clinical study. It was reported that 234 days after a coronary drug eluting stenting treatment procedure, the pt experienced angina. The pt presented with an acute myocardial infarction. The lesion being treated was a 3.5mm, 90% stenosed, moderately calcified, mildly tortuous, 20mm long portion of the proximal left anterior descending (prox lad) artery. The lesion was predilated with successful placement of a 3.5x24mm taxus express study stent. The lesion was not post dilated. Residual stenosis was 0%. There were no reported complications. Two hundred thirty days after the index procedure, the pt developed angina and was hospitalized. It was reported that the event resolved 82 days later. In the opinion of the physician, the event is possibly related to the taxus stent. Additional info has been requested but is not available at this time.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.